Manufacturer narrative:
B5 - per email on 15/oct/2021, the reporter stated that "replacement lens were implanted on (B)(6) 2021. Right eye: (B)(6) & left eye: (B)(6). All problems have been resolved at this time." Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, and race: unk. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2 implantable collamer lens -16.0 diopter into the patient's left (os) eye on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to excessive vault, angle closure, and elevated iop. The cause of the event is reported as device: "device being too large caused anterior vault, resulting in narrowing anterior chamber and increased iop." The problem is resolved with the explant.